Event description:
Using spa folding back shower chair, item # brtl 12606-ast, the legs collapsed. I fell in the shower, 911 was called by wife. The 911 respondents elevated me into the ambulance for a trip to (B)(6) hosp ER. Had cat scan, after 4 hours in ER released with medical report. Contacted MFR on 02/18/2020. They promised a same day response which has not occurred. FDA safety report ID # (B)(4).